Event description:
It was reported by service report that the hydraulics jack were leaking fluid. The user facility was unable to provide any information as to whether there was patient involvement or adverse consequence associated with the reported issue.